Event description:
It was initially reported that the patient may have experienced a possible infection. The hcp (healthcare provider) was weaning the pump drug dose down prior to surgical revision and possible pump explant. Drug delivered via the device was lioresal. It was later reported that drainage occurred from a small hole at the base of the patient's incision, where the wound had not fully healed from surgery a couple months ago. The patient's tone was well managed, but the patient was admitted for serous fluid draining from the pump site as well as a fever. Cultures and blood work were performed and results were negative. The patient was started on antibiotics due to an elevated c-reactive protein (crp). The patient's 20 ml pump was noted as having been recently replaced with a larger 40 ml pump. After examining the patient, a surgeon felt that the 40 ml pump might be too big and was causing the incision to be under stress. Also upon further examination of the incision, the surgeon could see a "small part" of the metal pump. The surgeon planned to wean the pump down over the next week and explant the entire system. The patient was indicated as "doing ok". Additional information received later indicated that the patient's pump was explanted. Infection was noted as having occurred at the "the incision and everything". It was noted that the patient's family kept the explanted pump. Having the explanted pump turned off was planned. As of (B)(6) 2013 that the patient was doing fine following the explant procedure. The pump was implanted for approximately 1 month / was "about a month old". The patient was on oral medications for his spasticity and was finishing his antibiotics. The patient was discharged home on (B)(6) 2012.

Manufacturer narrative:
Catheter: model: 8709 serial# (B)(4), implanted: 2006 (B)(6), explanted: unk; catheter model: 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).